Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify keypad unresponsive due to blank display noted. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their pump had a big crack on it and there was moisture behind the display. Their blood glucose was unknown. They said that the screen is black and there is no reaction when the buttons are pressed. The insulin pump will not be returned for analysis.